Manufacturer narrative:
(B)(4): information was not provided by contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hemorrhoid (longo technique) procedure, no anomalies were observed. The rings in the stapler resulted integer. The surgeon stated that the stapler had not fired all of the suture. In the post-op the patient had hematoma and proctoragia for the missing suture. The patient underwent another procedure (exploring laparotomy) with lateral colostomy. Procedure was converted to conversion transfusion re-procedure. Three request for additional information has been conducted, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Batch# k59m0w. Expiration date: 12/01/2018. Manufacturing date: 02/21/2013. Two devices were received. Device (a) arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Device (b) arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.